Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent reconstructive breast surgery with unknown size unknown gel implants and experienced right side breast implant rupture postoperatively. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Explantation date - (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number is not visible on the returned device. Hence, remains unknown. Supplemental report will be submitted if any additional information is received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
As per additional information received on april 26, 2022, date of implant was in 1998. Hence, field d6a on this form has been updated to (B)(6) 1998. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 5, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel breast implant was found to be ruptured. Additionally, an area of shell abrasion was observed on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).